Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and complex regional pain syndrome. It was reported that the patient was recharging their devices too frequently. The patient stated that they had to charge every three to three and a half days and has to recharge for 4-5 hours. The patient hasn't switched groups or stimulation parameters. The patient was redirected to their healthcare provider. The patient stated that the healthcare provider wanted to talk to a rep. No symptoms were reported.